Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the rigid video laparoscope was found to have a broken charge-coupled device, fiber bonding in the outer tube area was damaged, and the outer tube had a dent. There was no patient involvement.